Event description:
It was reported that a small piece of the left ventricular (lv) lead guidewire was left in the patient's lateral vessel as the distal portion of the guidewire broke off during implant. The remainder of the guidewire was removed without incident. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. A 6949 implantable defib lead, (B)(6) 2006. (B)(4).